Event description:
A customer reported unexpected negative reactions on capture-r ready screen 4 (crrs 4) lot k303 and capture-r ready ID (crrid) lot id151 when testing a patient sample known to have anti-c on the neo.

Manufacturer narrative:
Insufficient sample (B)(6) was submitted for testing. The 4_cell assay was performed on the neo instrument using retentions of crrs(4) lot k303 and an ab_ID assay was performed on neo using retentions of crrid lot id151 with known in house samples. The samples resulted as expected. The investigation did not identify a product deficiency.